Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A20053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, amenorrhea, hsv infection, vitamin d deficiency, seasonal allergy, ovarian cyst, gastric bypass, genital herpes, suicide attempt, acid reflux (oesophageal) and heartburn. Current weight: 210 lbs. Previously administered products included for an unreported indication: prenatal vitamins, tylenol and folic acid. Concurrent conditions included obesity, anemia, back pain, numbness in leg, smoker, discomfort, low back pain, dysfunctional uterine bleeding and nabothian cyst. Concomitant products included vitamin d nos (vitamin d). On (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)"), depression ("psychological or psychiatric problems:depression"), migraine ("other injuries/symptoms: migraine/ headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), alopecia ("hair loss") and anxiety ("psychological or psychiatric problems:anxiety/ mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with fluoxetine hydrochloride (prozac), nsaids, paracetamol (acetaminophen), venlafaxine hydrochloride (effexor) and surgery (hysterectomy-full and salpingectomy- bilateral). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, migraine and vaginal haemorrhage had resolved, the depression and anxiety outcome was unknown and the fatigue, alopecia and weight increased was resolving. The reporter considered abdominal pain, alopecia, anxiety, depression, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding), general abnormal bleeding and migraine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6)2013: the essure device was successfully occluded. Bilateral occlusion; on (B)(6)2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: depression, fatigue, weight gain, vaginal bleeding, abdominal pain, migraine, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs and mr was received. Lot number was added. New events abnormal bleeding(vaginal), fatigue, hair loss, anxiety, weight gain were added. Previously added psychological injury updated with depression. New reporters were added. Patient demographic was added. Outcome was added. Concomitant, treatment and historical drugs were added. Concomitant and historical conditions were added. Event onset dates were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A20053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, amenorrhea, hsv infection, vitamin d deficiency, seasonal allergy, ovarian cyst, gastric bypass, genital herpes, suicide attempt, acid reflux (oesophageal) and heartburn. Current weight: 210 lbs. Previously administered products included for an unreported indication: prenatal vitamins, tylenol and folic acid. Concurrent conditions included obesity, anemia, back pain, numbness in leg, smoker, discomfort, low back pain, dysfunctional uterine bleeding and nabothian cyst. Concomitant products included vitamin d nos (vitamin d). On (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)"), depression ("psychological or psychiatric problems:depression"), migraine ("other injuries/symptoms: migraine/ headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), alopecia ("hair loss") and anxiety ("psychological or psychiatric problems:anxiety/ mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with fluoxetine hydrochloride (prozac), nsaids, paracetamol (acetaminophen), venlafaxine hydrochloride (effexor) and surgery (hysterectomy-full and salpingectomy- bilateral). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, migraine and vaginal haemorrhage had resolved, the depression and anxiety outcome was unknown and the fatigue, alopecia and weight increased was resolving. The reporter considered abdominal pain, alopecia, anxiety, depression, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding), general abnormal bleeding and migraine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6)2013: the essure device was successfully occluded. Bilateral occlusion; on (B)(6)2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: depression, fatigue, weight gain, vaginal bleeding, abdominal pain, migraine, menorrhagia. Lot number: a20053 manufacture date: 2012-06 expiration date: 2015-06 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and migraine ("other injuries/symptoms: migraine"). The patient was treated with surgery (hysterectomy-full and salpingectomy- bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and migraine had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding), general abnormal bleeding and migraine. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the essure device was successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Product indication updated. Essure explant date added. Events- general abnormal bleeding, abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury and other injuries/symptoms: migraine were added. Event outcome updated for: physical pain/pelvic pain. Lab data updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.